Event description:
The pump was returned for service with a note stating "unit was on pt and pump #1 turned itself off". The facility reports that both channels were in use on an ICU pt. The nurse returned to the pt and found side #1 turned off. Side #2 continued to run without incident. No pt injury or need for medical intervention has been reported.